Manufacturer narrative:
Updated fields: h6, h11 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foggy image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component damage or deterioration, environmental issues such as dust, dirt, or humidity, optical problems, thermal issues, or electrical problems such as signal loss or circuit breaks. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the videoscope exhibited a noisy image during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) e2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.